Event description:
The reporter stated the surgeon attempted to insert a 22.5 diopter aq2010v three piece silicone lens when the lens trailing haptic tore going through the aq cartridge-fp. No patient contact or injury. The cartridge was the cause of the lens trailing haptic tearing as the reporter stated that the lens felt tight as it was moving through the cartridge. This is one of two lenses for the same patient. See MFR report # 2023826-2006-01789.

Manufacturer narrative:
H6: method: a lot number search was performed for the cartridge, injector and lens. Results: visual inspection of the returned product shows that one lens haptic is torn off and stuck in the cartridge. The aq cartridge-fp was returned and visual inspection shows that there is no visible damage. Clear surgical residue/debris on the product. A cartridge lot number search was performed and five similar complaints were found within the search. An injector lot number search was performed and thirteen similar complaints were found within the search. A lens work order search was performed and no similar complaints were found within the search. Conclusion: based on the complaint history, cartridge and injector lot number searches and the lens work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.